Manufacturer narrative:
One device was returned for repair with complaint that device failed accuracy test. This device has not been serviced within the review period. The primary reported problem was verified by accuracy tests. The cause was the expulsor. Replaced the expulsor to correct the problem and the device passed all functional tests.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the accuracy test +7.85%. Found during testing, there was no patient involvement.